Event description:
It was reported that: while the device was ventilating a patient, the screen blanked out, the device powered off, then on, performed the power on diagnostic checks, and did not resume ventilation. The devicde posted audible alarms. The pt was transferred to another device. No patient injury.

Manufacturer narrative:
A drager service rep performed an evaluation of the ventilator. The reported condition was attributed to the ac line cord not being routed through the strain relief, on the back of the power supply. By moving the ac line cord on the power supply from side to side, the device would power off. The connector for the line cord on the power supply was loose and was likely causing a shorting condition within the power supply. Power supply to be replaced. The user facility performs the preventative maintenance on the device.